Manufacturer narrative:
Additional narrative: patient weight is not available for reporting. Additional product codes: hsz, gfa, gff. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 2.0mm drill bits broke during a right distal humerus open reduction internal fixation (orif) on (B)(6) 2017. The first drill bit broke as the surgeon was drilling to implant an unknown screw. The broken bit fragment remained in the patient¿s bone. There was no attempt made to remove it. The second drill bit broke as the surgeon was drilling and hit a variable angle (va) distal humerus plate. The surgeon acknowledged that the drill bit hitting the plate is what caused the breakage. That drill bit fragment was removed and nothing remained in the patient. There were no reported surgical delays, no additional x-rays or additional medical intervention required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: stryker power drill (part number unknown, lot number unknown, quantity 1), va distal humerus plate (part number unknown, lot number unknown, quantity 2), 2.7mm va screw (part number unknown, lot number unknown, quantity unknown), 2.7mm metaphyseal screw (part number unknown, lot number unknown, quantity unknown), 3.5mm cortex screw (part number unknown, lot number unknown, quantity unknown), 3.5mm locking screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) 2.0mm drill bit. This is report 1 of 2 for (B)(4).